Manufacturer narrative:
Results of device investigation will be filed in a supplemental report once complete.

Event description:
Customer reports that on (B)(6) 2010 the pt underwent a radio frequency ablation of the left saphenous vein for treatment of varicose veins. A micro introducer set was used without apparent complications. The pt started having left groin pain on (B)(6) 2010 and went to the emergency dept on (B)(6) 2010. X-ray indicated a linear foreign body in the area of pubramus. The pt had a 6 section of guide wire successfully removed under ultrasound and fluoroscopy on (B)(6) 2010.